Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucoses level was 184 mg/dl. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump and cartridge arrived.